Manufacturer narrative:
Correction: annex b : b21, annex c : c21, annex d : d16. Additional information : annex a : a25, annex g : g07001, annex b : b01, b14, annex c : c19, annex d : d14. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of a pump module under infusion of lipids and tpn was not able to be confirmed from the log analysis or replicated during laboratory testing. The incident administration and secondary sets were not returned for this investigation; therefore, testing could not be performed to confirm if backflow in the IV set was present. Alaris system maintenance analog sensor task was performed on the suspect pump module. The pump module pressure sensors were found to be within of specification. Rate accuracy testing was performed on the source pump module. The device was found to be delivering fluid in specification. The event date was reported as (B)(6) 2024; the time was not provided. Review of the pump module error log showed two (2) errors were recorded related to the reported event, error code 240.4150.5 (sensor_broken_high_failure) on (B)(6) 2024 at 8:17 pm and 11:14 pm, indicates possible failure in bottle pressure sensor system. The concomitant pcu used during the event, or its associated logs were not returned for investigation. Therefore, certain programming parameters and drug information could not be confirmed. On (B)(6) 2024 at 9:53 pm an infusion started with a rate = 25 ml/h, volume to be infused (vtbi) = 250 ml, drugid = unknown and expected duration of 10 hours. On (B)(6) 2024 at 7:53 am the infusion completed. Another infusion started with a rate = 25 ml/h, volume to be infused (vtbi) = 5 ml, drugid = unknown and expected duration of 12 minutes on 24 november 2024 at 7:53 am. At 8:02 am the pump module was channel off. The bd alaristm system with guardrailstm suite mx user manual (v12.1) states: do not touch the administration set while closing the door. Ensure tubing placement is over pressure sensors. Ensure the upper fitment is not elevated above the receptacle on the pump. This could be caused by maintaining traction on the set (or stretching the set) while closing and latching the door. If the set is loaded in this manner, infusion inaccuracies may occur. See manual programming ¿ secondary infusion (pump module) on page 114 for a description of the secondary infusion mode and for setup instructions. Secondary applications require the use of a check valve or clamp on the primary IV line in order to prevent backflow of secondary medication into the primary line. Under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know which if any of these conditions existed at the time of the customer¿s event. It should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to service: device was disassembled for this investigation, please ensure proper assembly, torquing of screws, and appropriate testing is performed. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause for the reported under infusion and backflow event was not able to be identified. The pump module was found to be infusing within specification, and the incident administration and secondary sets were not returned for this investigation; therefore, testing could not be performed to confirm if backflow in the IV set was present.

Event description:
It was reported that there was an under infusion of lipids and tpn and the device displayed a bottle-side pressure sensor over range error (error code 240.4150). The pump alarmed ¿IV infusion complete," however the bag of lipids was full with the top 3/4th of the bag containing white lipids and the bottom 1/4th containing yellow tpn from a different bag connected to the infusion line by y-site connection. The customer believed backflow of medication from one bag to the other occurred. When the device was evaluated by the hospital biomed it displayed a pressure sensor over range error (error code 240.4150).

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that there was an under infusion of lipids and tpn and the device displayed a bottle-side pressure sensor over range error (error code 240.4150). The pump alarmed ¿IV infusion complete," however the bag of lipids was full with the top 3/4th of the bag containing white lipids and the bottom 1/4th containing yellow tpn from a different bag connected to the infusion line by y-site connection. The customer believed backflow of medication from one bag to the other occurred. When the device was evaluated by the hospital biomed it displayed a pressure sensor over range error (error code 240.4150).